Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a bad sensor alert following two consecutive calibration errors and a lost sensor alert. Customer also reported that the sensor gave inaccurate readings. The blood glucose reading was 270 mg/dl. Customer stated that the sensor was fully inserted and flat against the skin. The lost sensor alert had occurred after initialization. Customer was advised to calibrate when blood glucose is stable. Nothing further was reported.